Event description:
Pt was receiving levophed when the pump was beeping, so rn passed it. Bp was 50/20s. Pt's condition deteriorated and pt subsequently expired next morning. Unk if issue with pump was due to user error or pump malfunction. Biomed inspected pump and found 9 malfunction errors. No errors or events determine the battery to be low or any other reason for the pump to lead to pt death. A malfunction alarm began on (B)(6) 2020 at 23:39. Their recommendation was in future to always keep the lines and accessories used in case this was the culprit so apparently not all supplies kept by staff. Transmit alarm continued to show meaning it may not have been transmitting appropriately. FDA safety report ID # (B)(4).